Manufacturer narrative:
(B)(4). According to customer, device was not to be repaired, and device was returned to customer without repair..

Event description:
Covidien service center received a report of a n65p with defective display segments. No patient involvement was reported.